Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a unknown smooth silicone prosthesis experienced bilateral capsular contracture unknown baker grade post procedure. The patient reported pain and firmness. The doctor performed capsulectomy, removed scar tissue and kept the same implants in patient, on (B)(6) 2018. Patient indicated, since the procedure the issue became worst, and her capsular contracture elevated to baker grade IV, with severe pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis. Note: per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label.

Manufacturer narrative:
On august 27 2020, after the review the coding, clinician decided to add surgery intervention to patient code for correct codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of few errors on initial submission, as follow: the device was explanted on (B)(6) 2018, and section b5 mistakenly stated (at the time of this report, mentor has received no information regarding explantation or an expected explantation date) correct statement in h10: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. After clinician re review, the code" off-label use" was removed for correct codifications. This report is for the right prosthesis. Manufacturer¿s reference number: (B)(4).